Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. In telephone contact, the complainant informed that the information about lot number of the product was not available.

Event description:
(B)(4) ¿ the dentist reported that 13 days after dental implant was installed in patient¿s mouth, its non-osseointegration was observed. In addition, 45 ncm of primary stability was achieved, the patient presented bone type iii, bone graft was executed and immediate load procedure was performed.